Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was returned for evaluation. A pusher wire and the coil were returned for this complaint; the introducer sheath was not returned. The coil and pusher wire were not interlocked. The pusher wire was inspected and it was found kinked near the interlocking arm. The coil was inspected and was found stretched near to the interlocking arm. The proximal end has a smooth surface. The wire was found kinked near the interlocking arm. The interlocking arms were inspected and no anomalies were noted. The zap tip has a smooth surface. Dimensional inspection of the pusher wire and main coil revealed the components were within specification except the number of fiber bundles, which were only 27 out of 30.

Event description:
Reportable based on device analysis completed on 07may2020. It was reported that the coil was twisted and could not be delivered into the microcatheter. The 100% stenosed target lesion was located in the moderately tortuous and non calcified brachiocephalic artery. A 12mmx30cm interlock coil was selected for use. During the procedure, it was noted that the coil could not be delivered into the microcatheter. The coil was torqued or twisted due to excessive rotation of the twist lock to unlock it. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that there were missing fiber bundles.